Event description:
The treating doctor reported the loss of tooth 3.7. The patient had requested aligner edge trimming due to posterior pressure. No medical intervention was required. The patient remains asymptomatic and has continued treatment.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor could not confirm whether the aligners contributed to the event or if pre-existing conditions were the primary cause. Align's clinical review of available records shows a visible gingival recession adjacent to the crown margins. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Manufacturer narrative:
Section (b3) has been updated. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information (manufacturing date).

Manufacturer narrative:
Additional information received from the patient. \no changes in reportability determination.

Event description:
The treated patient reported experiencing persistent pain and movement in the posterior teeth, culminating in the extraction of tooth 3.7 due to fracture and severe infection. The patient's symptoms escalated, requiring surgical intervention and implant placement. Post-treatment with vivera retainers, the patient experienced poor fit and jaw pain.